Event description:
Approx 4 years post op, x rays revealed that the liner appeared to be worn. Upon removal of the implant, the liner seemed loose in the cup. The surgeon broke the rim while removing.